Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(6) stopped compressions and displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed based on the archive data review but was not confirmed during functional testing. The reported ua07 error could not be replicated during testing, and the autopulse platform functioned appropriately and as intended. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed multiple ua07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned, deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. The autopulse platform passed initial functional testing without any fault or error. In addition, the load characterization check was performed and verified that both load cells were functioning within the specification. A brake gap inspection was performed to verify that the brake gap was within the specifications. Nevertheless, both load cells and the load cell amplifier board will be replaced as a precautionary measure to address the reported ua07 error message. Awaiting the customer's approval for service. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
On (B)(6) 2024, an ambulance team in an emergency doctor vehicle (enf) responded to a patient who had shortness of breath and was about to be resuscitated. The resuscitation was ongoing in the ambulance when the crew arrived. During the transport, autopulse platform (sn: (B)(6) was deployed for chest compressions. The autopulse platform was positioned under the patient and the patient's position was checked and corrected so that the patient was centered. The patient's chest was then secured with the straps. Upon powering on the autopulse platform and placing the lifeband, the device initiated chest compressions. Approximately 4-5 minutes after compressions started, the device paused unexpectedly and displayed a prompt to fully extend the lifeband and verify its position. This instruction was followed, and mechanical compressions resumed. However, after an additional 3-4 minutes, the device stopped again. Multiple checks of the patient and lifeband position over the next few minutes revealed no issues, there were no twists, jams, or visible damage to the lifeband. Despite this, autopulse platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message, again prompting the user to fully extend the lifeband and verify its position. After reinitialization, the display directed the user to restart the process by pressing the green button, which was executed. The autopulse platform failed to pull the lifeband or perform chest compressions at any point. Efforts to resolve the issue, including replacing the battery and restarting the device, were unsuccessful, as the device repeatedly displayed ua07 error message and alternated between "initializing," with the description "initialize," and "restart" messages. The manual chest compressions were performed immediately, ensuring no significant interruptions in compressions. A secondary ambulance was summoned for support. Despite a brief delay caused by the device failure and troubleshooting attempts, the patient was transported without complications while manual resuscitation was ongoing. At the hospital, resuscitation efforts ceased due to permanent asystole and absence of rosc (return of spontaneous circulation). Following the call, a visual inspection of both the autopulse platform and lifeband revealed no defects. The lifeband was found to be intact, with no signs of twisting or retraction. The autopulse platform was initially checked at the start of service and successfully passed the functional test per the manufacturer's specifications, with no abnormalities detected. Customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident, and it was determined that the death was not related to the autopulse device.